Event description:
A zoll distributor returned electrode belt sn (B)(4) belt and reported that electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported upon investigation, the electrode belt failed incoming functionality testing. The trunk cable connector was cut off from the trunk cable. The rot cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.